Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the distal outer setup joint (suj) to perform failure analysis. Failure analysis investigations did not replicate but confirmed the customer complaint reported error 319 on arm 4. In logs, error 319 was confirmed indicating node communication faults starting at the axes controller tornado (act) board. Upon visual inspection no issues were found which would be related to the reported event. The suj was installed onto a golden system where no errors were found, and the unit functioned as expected. The distal suj was tested on a patient fixture test platform (pftp) where it passed all relevant testing. As a result of these findings, failure analysis concluded that the act was the potential root cause of this issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using the x/xi system that error 319 occurred and universal surgical manipulator's (usm) 4 light emitting diode (led) was not illuminated. The customer restarted the system several times. The intuitive technical support engineer (tse) checked the system logs and found error 319 against usm 4. The tse guided the caller with performing another system restart using the circuit breaker, and performing an emergency power off (epo), but the error came back instantly after the restart. The procedure was converted to laparoscopic as the customer could not use the system with only three usms. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal setup joint (suj) and the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.